Event description:
It was reported that the motion interrupt pan was damaged and it was also reported that the siderail timing link damaged with exposed sharp edges no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the siderail timing link was damaged with exposed sharp edges. Supplemental submitted as further investigation determined that this event could not be duplicated by the service technician as the bed was functioning according to specification.